Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. There was no moisture damage found on the electronics assembly and motor assembly. The device was received with missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they removed the infusion set and noticed it was crimped. Customer gave themselves a manual injection. Customer experienced nausea, frequent urination and treated themselves with the insulin pump. Customer performed the high pressure test and passed. Customer advised the insulin pump was missing the dome sticker. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.